Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01070 / 01071). The previous revision procedures on (B)(6) 2012, and (B)(6) 2014 were reported on medwatch numbers 1825034-2014-06794, 06792, 07385 and 08486. Product location unknown.

Event description:
It was reported a patient underwent a left total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. The poly bearing was removed and replaced. The patient was further revised on (B)(6) 2015. All components were removed and replaced with cement spacers. The patient underwent a procedure on (B)(6) 2015. Cement spacers were implanted. No reimplantation procedure has been reported to date.